Event description:
It was reported that patient underwent shoulder arthroplasty utilizing regenerex hybrid glenoid post in 2009. During the procedure, the surgeon was assembling the glenoid post to the glenoid implant utilizing the central post driver on the back table. The square peg tip that fits into the driver broke off while the surgeon was tightening the post. The surgeon elected to implant the post without the tip to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed june 10, 2009